Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 18g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. It was reported that the needle was damaged, but no needle was provided for investigation. The catheter tubing was breached and the damaged may have been caused by the needle. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." The reported complications were likely associated with the damage observed on the catheter. There were no other similar complaints from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter had a jagged edge. Issue: no issues inserting the pivc inserted by a certified rn with many years of experience pivc cited for less than 4 hours [elective infusion] no issues during infusion therapy rn noting on removal of the cannula that ¿more than normal force¿ was required to remove it was noted that the cannula had a jagged edge upon removal ¿ pics attached no ill effect to the patient, other than a little discomfort upon removal, did not require further treatment appears to be a one-off incident at this stage.